Event description:
The procedure was atherectomy of the right sfa with access in the left common femoral and a contralateral approach. A long calcified section of the right sfa was debulked using directional atherectomy. After that procedure was completed, an attempt to capture the spiderfx basket failed with the retrieval catheter. An larger catheter was then used to try and retrieve the spiderfx basket but the basket dislodged from the wire. A snare was then used to retrieve the dislodged basket, and upon pulling the basket and snare back to the sheath, both devices became stuck at the distal tip of the sheath. A surgical consult was then needed, and a femoral cut down was needed to remove the sheath. Additional information gathered states, ''inability to retrieve the distal embolic protection filter through guiding catheter because of complete filling of distal embolic protection filter with atheromatous debris from directional atherectomy, with fracture of the guidewire attached to the embolic protection filter."

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the spider fx capture wire was received for evaluation. The filter assembly contained significant collected biological material. The filter assembly exhibited several severe bends in the stainless steel core section concentrated proximal to the proximal marker band. The spiral connector was bent and there was a kink in the nitinol core immediately distal to the spiral connector . The main core wire exhibited a curved configuration within the tapered section. The fracture faces on both components of the core wire exhibited a sharp kink. A compact disc with several cine images/ series from the procedure was received. Several images documented the treatment of diffused calcific lesions. Two images captured the retrieval of the filter assembly.